Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. E1 initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings: a review of the black box did not find any unexplained reboots. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no prime issues occurring. The force sensor calibration was within specifications. The complaint could not be confirmed or duplicated on investigation. (B)(4).